Event description:
It was reported that two (2) years ago a coil embolization of a gastroduodenal artery (gda) was performed on a patient for a bleeding duodenal ulcer. The physician currently noted that the coil eroded into the duodenum and the ulcer has not healed. The patient is currently stable, however, the plan of treatment to address the ulcer is under consideration.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintentional occlusion of the parent artery, incomplete filling, emboli, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Warnings and precautions ¿ the azur system is intended for single use only. Do not reuse, reprocess or re-sterilize. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness, or death. Reuse, reprocessing, or re-sterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. ¿ the coil must be delivered through a compatibly sized catheter or microcatheter with a ptfe inner surface coating using a compatibly sized guidewire. Failure to correctly size the delivery system may result in damage to the device and necessitate removal of both the device and delivery catheter from the patient. ¿ always select a wire-reinforced delivery catheter/microcatheter when delivering the coil through highly tortuous vasculature. Non-reinforced catheters may ovalize under such circumstances, potentially resulting in coil damage and necessitating removal of both the device and delivery catheter from the patient. ¿ do not use a syringe to deliver the coil. The coil is intended to be delivered using a compatible guidewire only. Delivery via syringe injection may result in the coil not taking its secondary shape, which can result in deployment away from the intended location, migration, or protrusion outside the delivery location. ¿ do not advance the coil with excessive force. If unusual resistance is noted during advancement, determine its cause before proceeding by verifying the appropriate delivery catheter and guidewire are being used, and that both are free from damage and kinking. If necessary, replace the delivery catheter, coil, and/or guidewire before proceeding. ¿ the coil is not retractable or repositionable. If a coil must be retrieved from the vasculature after deployment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. ¿ if the coil and/or pushing guidewire get stuck within the delivery catheter lumen, do not continue advancing. Remove the catheter, and replace the catheter, coil, and/or guidewire when necessary. Introduction and deployment of the azur system note: do not proceed with coil introduction and deployment until after completion of the 3-minute saline hydration period. 16. Verify that the syringe is still attached to the introducer. Remove the distal cap and insert the introducer through the rhv. Seat the distal tip of the introducer in the ID of the delivery catheter hub and lightly close the rhv around the introducer to secure it in place. The introducer must be seated in the hub prior to tightening the rhv. If the introducer is not seated, the coil may get caught in the resulting gap, potentially causing damage and inability to complete insertion. 17. Remove the syringe from the introducer hub and immediately insert the stylet. Using the stylet, push the coil through the introducer, rhv, and catheter hub, into the lumen of the delivery catheter. Advance the stylet completely, until its shaped end seats on the introducer hub. This will ensure that the coil has been fully inserted into the catheter lumen. If the coil does not advance easily into the catheter lumen, rotate the introducer ½ turn while keeping it seated within the catheter hub, and advance the coil with the stylet. Use caution to avoid catching the coil on the junction between the introducer and the delivery catheter hub. Once the coil has been introduced into the delivery catheter lumen, no more than 3 minutes must pass prior to coil delivery. 18. Remove and discard the coil introducer and stylet. To prevent premature expansion of the coil, ensure that there is continuous intraluminal flow from the saline flush. 19. Insert an appropriately sized pushing guidewire through the rhv. Using the guidewire, slowly advance the coil through the delivery catheter until it exits the catheter tip. Continue to slowly advance the coil into the lesion or vessel, adjusting catheter positioning as necessary, until optimal deployment is achieved. Complete the deployment within 3 minutes. After 3 minutes, swelling of the hydrophilic polymer may prevent passage through the delivery catheter and result in damage to the coil. Note: it is recommended to secure the catheter in place during coil advancement and delivery to prevent the catheter tip from moving away from the intended delivery location.